Event description:
During the at procedure, it was noted that the contact force was unable to be zeroed. The tactisys had a solid red light on it and the display on contact information was purple. The ablation catheter was exchanged and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
Fsca number: (B)(4).